Event description:
The customer reported to baxter (B)(4) a patient control module (pcm) in which a leak was observed. According to the report, a leak from the pcm was observed while infusing ropivacaine hydrochloride hydrate. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. A leak test was performed on the unit by filling the reservoir with colored water. During fill, leakage was noted at the reservoir within the housing of the pcm. Visual examination of the disassembled unit determined the location of the leak was the connection between the tubing and the reservoir. The root cause was determined to be a manufacturing defect: a misplacement of the tubing. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators in september 2011. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.